Manufacturer narrative:
Dentist reported rusty residues and corrosion on the dental implant. The implant is made from stainless titanium. Product evaluation revealed that the residus are organic residues from bone and or patient related residues (blood). No product problem detected.

Event description:
Dentist reported rusty residues and corrosion on the dental implant. The implant is made from stainless titanium.